Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information about resetting the pump, and the customer planned to call back for further assistance once they had access to a charger.